Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. On (B)(6) 2012, a (B)(6) male patient's nurse reported that the patient was treated on (B)(6) 2012 while in the ambulance on the way to the hospital. At the time, the nurse could not confirm if the treatment was delivered by the lifevest or ems equipment. The patient's caregiver reported that she 'thought the patient was having a heart attack and passed out on the floor due to a seizure'. The patient's neighbor called ems and the caregiver believes that ems may have treated the patient with the lifevest on. The caregiver did not believe the lifvest had alarmed and feels 'the lifevest has not done anything for him since he had been fit'. She 'feels there may be some equipment issue'. On (B)(4) 2012, a zoll representative reported the patient was on a ventilator and non-responsive .review of the event concludes the patient experienced one inappropriate defibrillation. Svt contributed to the false detection. The response buttons were not pressed during the entire event.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. There is no indication to suggest that the lifevest defibrillation caused or contributed to the patient being placed on the ventilator. Device evaluation of monitor sn (B)(4) and belt sn (B)(4) were completed. The monitor and electrode belt were fully functional, including alarm functionality. Device mfg date: monitor: 01/2011. Belt: 05/2010. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).